Event description:
It was reported that an ilet user experienced a continuous glucose monitor pairing failure when the dexcom g7 app could not identify the sensor, and the user was unable to reach the cgm manufacturer; after the user rubbed a magnet over the sensor, the sensor was detected and began warmup, and no further assistance was requested. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on health or medical care and no hospitalization. Investigation included a troubleshooting and education session that guided the user through steps to restore cgm communication. Investigation of this case revealed a transient cgm communication or pairing issue that resolved with user-performed intervention, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user interaction or external interference affecting cgm pairing rather than a persistent device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.